Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a complete lead was returned in two pieces. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation distal to the suture sleeve tie mark was caused by friction to another implanted device or feature of the patient anatomy. All other damage noted is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.